Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to verify motor error alarm, failed battery test or battery out limit due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted. No e70 alarm on alarm history screen.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed failed battery test and was assisted with trouble shooting and resolved issue. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.